Event description:
In 2004 - pt underwent open multiple ventral incisional hernia repair, incarcerated with mesh implant. In 2006 - pt presented back to surgeon via office visit with complaints of pain around the margins of the mesh. Md ruled out a recurrence. Three days later - pt underwent CT scan of abdomen and pelvis. Findings were positive for diverticuli, no other findings. In 2009 - pt presented back to md for complaint of pain, around the margin of the mesh which he reported becomes aggravated with increased movement. Md again ruled out a recurrence. Current - pt reports he has undergone pain clinic treatments and narcotic therapy for pain management.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a f/u report when/if product is returned for evaluation or additional info becomes available.